Event description:
It was reported that patient had a fall, and x-rays showed the l3 lead migrated out of place and the l2 lead appeared to have fractured. It was also noted the l2 had high impedances. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.